Event description:
During a routine device exchange, the lead was unable to be loosened from the header of the device. The replacement procedure was terminated until the next day. The device was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported complaint of unable to untighten the setscrew to remove the lead was confirmed. Analysis found the user of the torque wrench was stripping the setscrew inset most likely due to incorrect use of the wrench. Nothing was found in the setscrew inset to cause the user to strip the inset. During lab analysis a torque wrench was inserted into the inset to engage the un-stripped bottom portion of the inset. The setscrew untightened with a normal amount of torque applied. No device anomalies were found. The problem was caused by the user¿s incorrect use of the torque wrench that stripped the setscrew.